Event description:
It was reported that using a femoral artery access approach during a procedure of the partially occluded, superficial femoral artery (sfa) the absolute pro self-expanding stent system (sess) was positioned at the lesion, however, when the thumbwheel was rolled the stent did not deploy. It was noted this occurred with 2 different absolute pro sess. There was no reported adverse patient effect. The device was removed without reported issue. Additionally, it was noted that during device preparation and prior to use while the armada 35 balloon dilatation catheter (bdc) was being flushed outside the anatomy a leak in the distal portion between the guide wire exit notch and the balloon was observed. The device was not used in the anatomy; there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the stent was partially exposed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The difficulty deploying the stent was confirmed. In addition, the stent implant was partially exposed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.